Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the pyxis medstation es system 4s machine was unable to establish communication with the pade interface. The customer reported that the pade interface shows the medication was loaded, but they called about a missing dose, and the drug wasn't loaded. It shows n/a when the pharmacist was processing the order. The technician will retrieve the medication, and it will then be loaded. This problem has been happening since last installation. The customer stated that this has been a persistent issue, leading to a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the device was not communicating. A technical support specialist informed the customer that messages were being transmitted from pyxis to the va pade interface for the 4s station. Following the receipt of the hl7 message, the customer successfully addressed the issue on their side. The system functioned as intended after the technical support specialist troubleshot the device.